Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not detect the filled cartridge. The patient reportedly filled the cartridge twice with 200 units of insulin and the load step pushed until only 36 to 40 units remained. The pump history shows that there were instances where the prime volume is low. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
(B)(4): review of the black box revealed "pump not primed" warnings; force readings do not reach zero. The prime history for the date of the alleged event showed a 117.7 unit prime at 11:22 am and another 50.30 unit prime at 11:30 am. A rewind, load and prime sequence was performed successfully without alarms. A loss of prime was induced and the pump gave the appropriate visual and audio alert. The pump was exercised for 24 hours with no loss of prime occurring. A force sensor calibration test confirmed the sensor is detecting the correct force. The pump was opened for investigation and no damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.